Event description:
It was reported the customer had an unexpected restart alarm and a signal too low alarm on their insulin pump. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self-test, excessive no delivery error and displacement tests. No unexpected excessive no delivery alarms were noted. However, multiple displayable history crc check failed on startup alarms noted in history screen. The alarms occurred due to corrupted history file. The insulin pump was received with cracked case at display window corners.